Event description:
It was reported that a decrease in r-wave amplitude and a fluctuation in pacing lead impedance was observed. A successful dft test was completed with no adverse outcome. Lead remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation description: a partial lead with the svc connector pin measuring 4.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that the lead was electively capped and replaced during a device change-out. Patient noted receiving multiple inappropriate hv therapies due to potential lead noise. There were no procedure complications and patient was fine.